Event description:
It was reported that a patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital due to syncope. Review of their device noted it had gone in safety mode. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital due to syncope. Review of their device noted it had gone in safety mode. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. Additional information provided from the field indicated the crt-p involved in this event will not be available for return back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.